Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a call service 078 alarm issue. There was no allegation of an adverse event. This complaint is being reported as the issue may result in the long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1; date of submission: 10/18/2016. The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings. Call service (B)(6) alarm observed in the black box and alarm history. Pump powers on properly with no alarms. Rewind, load and prime steps performed successfully. Exercised pump for 24 hours, after 24 hours no call service alarms were received. Opened pump. Evidence of moisture corrosion on ir board near motor flex connector, on transceiver and display boards. Text on display distorted due moisture damage.